Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- picture review: the received picture confirm the issue as per event description, no part inside the packaging. The complaint therefore has been determined to be confirmed. The returned empty packaging was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. The bag is empty and there must be a screw inside. The empty bag in question was not detected in the process packaging 0070, equipment number: 10007070. In this manual packaging process, the operator is responsible of supplying the machine with the screws. After finishing packaging, the operator checks the packed parts to assure that all the screws are packed in their respective bags. Based on the investigation results, this complaint is rated as confirm as well as valid since the received depuy synthes bag is welded and empty as claimed by the customer. (Lot: l453937 product: 206.018 cancellousscr 4 full-thr l18 sst) com-(B)(4))¿. Device history lot part: 04.226.330, lot: 5l29398, manufacturing site: grenchen, release to warehouse date: 15.jul.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that 2.4 mm ti headless compression screw-long thread 30 mm was delivered with blank bag only. There was no product inside the bag. There was no patient consequences reported. This report is for one (1) 2.4 mm ti headless compression screw-long thread 30 mm. This is report 1 of 1 for complaint (B)(4).